Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic feeling syncope. Programming changes were discussed but unknown if the changes were made.